Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a sclerotic ligation procedure to treat esophageal varices performed on (B)(6) 2024. During the procedure, the bands were detached automatically within the ligator cap. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the device returned without the ligator housing, and the handle did not have evidence that the trip wire was secured. No other problems with the device were noted. The reported event of bands unable to deploy cannot be confirmed since the ligator head was not returned for analysis. Upon analysis of the returned component, the device trip wire was not secured into the handle slot, likely causing deployment issues with the bands. However, since the ligator housing was not returned, it was not possible to observe the deployment issue during the analysis; therefore, the most probable root cause of this complaint is cause not established. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use (IFU) as the speedband superview super 7 multiple band ligator is not intended for ligation of esophageal varices below the gastroesophageal junction." And "secure trip wire in slot on handle unit". However, the device was used for intestinal polyps, and it was seen that the trip wire wasn't secured into the handle slot.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a sclerotic ligation procedure to treat esophageal varices performed on (B)(6) 2024. During the procedure, the bands were detached automatically within the ligator cap. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code (B)(4) captures the reportable event of bands unable to deploy.